Event description:
It was reported that the ventricular lead exhibited capture and sensing anomalies due to microdislodgement.

Manufacturer narrative:
Device evaluation anticipated,but not yet begun.